Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that system software was corrupted and not able to do scan. Upon troubleshooting, fse found that there was malfunctioning in the main software and error massage appearing on display. To resolve this issue, fse reloaded the software and restore backup. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up correctly. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.